Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge when plugged in. Response to good faith effort request for additional information regarding the incident received indicating the device was not in use on a patient at the time of the incident, therefore no harm occurred. Additional information received also indicated the user attempted to resolve the issue by restarting the device, however the issue remained.

Manufacturer narrative:
Incident description and patient involvement updated due to new information received within good faith effort response.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge when plugged in. Response to good faith effort request for additional information regarding the incident received indicating the device was not in use on a patient at the time of the incident, therefore no harm occurred. Additional information received also indicated the user attempted to resolve the issue by restarting the device, however the issue message remained. No physical damage was observed on the device. Further analysis to be completed once device is received at third-party bench repair service.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge when plugged in. A request for additional information regarding the incident has been sent and the response is not yet received. It is unknown if the device was in use on a patient at the time of the event, however there was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge when plugged in. Response to good faith effort request for additional information regarding the incident received indicating the device was not in use on a patient at the time of the incident, therefore no harm occurred. Additional information received also indicated the user attempted to resolve the issue by restarting the device, however the issue remained.